Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unable to capture and grasp leaflets and tissue injury were unable to be determined. The reported unchanged mr was a cascading event of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), and a restricted posterior leaflet for a mitraclip procedure. An ntw clip was chosen to treat this patient. Simultaneous grasping attempts were performed multiple times without success, hence leaflet optimization was chosen. Multiple grasping an capturing attempts were performed using independent grasping, without success. Hence it was decided to remove the ntw and attempt with an xtw clip. When the ntw clip was removed, leaflet damage to the posterior mitral leaflet (pml) was noted. This caused the mr to become worse than baseline. It was decided to continue with the xtw clip, which was implanted successfully. The mr was reduced, but was still rated as severe. The patient remained stable, and will be treated with best medical management (bmm). There were no adverse patient sequelae or clinically significant delay.